Manufacturer narrative:
(B)(4). Results: a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Conclusions: per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to neurologic damage, local or systemic (e.g. Stroke, paraplegia, paraparesis).

Event description:
On (B)(6) 2013, the pt was implanted with three conformable gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. During the procedure, the physician stented the innominate artery with a 16mm cook brand limb. The left common carotid artery was stented with a 10 mm gore viabahn graft, and a left common carotid to left subclavian bypass was performed. The physician then implanted three ctag devices across the pt's transverse and descending aorta. The aneurysm was resolved, and the procedure was concluded with no reported complications. The pt tolerated the procedure. Several hours later, the pt had a stroke with paralysis on the right side. No indication was given as to the potential cause of the stroke.